Manufacturer narrative:
Continued from section medical devices: cook wire guide, unknown model, wen electrosurgical generator, unknown model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A photo was provided and reviewed. An evaluation of the photo provided by the user could not confirm the report on incorrect cutting wire orientation. The photo provided of the device was not in the endoscopic view hence a determination of orientation could not be done. Without return of the complaint device a complete investigation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc triple lumen sphincterotome. During endoscopic retrograde cholangiography, a papillotome was opened. Shortly after the passage of the same [device] through the working channel, it was verified that the gauntlet responsible for the arch of the tip of the papillotome was stuck [failure to bow]. [This did] not allow the proper performance of the procedure with this accessory. There was no reportable information at this time. The additional questions received on (B)(6) 2018 indicate that misorientation was noted after bowing the distal end. The following additional information was received on (B)(6) 2018: the gauntlet [cutting wire] was not able to bend the tip [unable to bow]. The cutting wire was also not in the correct position [incorrect cutting wire orientation] (subject of this report). The distal end of the attachment to the apparatus was the usual. I do not know how to precise in cm, however, the entire cutting wire and at least another 0.5 cm of the plastic portion was exposed, yet the handle was not able to bend the end of the accessory [unable to bow]. The disorientation was observed at the first passage of the catheter (subject of this report).